Manufacturer narrative:
The primary surgery was performed using the posterior approach. Batch review performed on 26 october 2016. Lot 147143: (B)(4) items manufactured and released on 23 january 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of discomfort. The discomfort was caused by the cup loosening. The cause of the loosening is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays and explants are not available.